Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to mom complications: moderate metal staining; necrotic debris; corrosion; granuloma/pseudotumor. (Left).

Manufacturer narrative:
Additional information reveled that the product was revised on (B)(6) 2017. Allegedly the patient was revised due to mom complications: pain.